Event description:
It was reported that the device could not be interrogated. The wand showed no telemetry on the status light and an error message appeared. The magnet rate showed as 92 ppm but the patient's presenting intrinsic rate was 55 bpm. Attempts to perform a download were unsuccessful. The measured battery data in 2004 was 2.71 v, 3.9 kohms.